Event description:
It was reported that there was concern with the estimated longevity of this pacemaker, as the remaining longevity was at 13.5 year in early 2019 and now it is at 5 years remaining. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. Besides anxiety due to the potential risk of a premature surgical procedure, there were no adverse patient effects or patient complications reported.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As this patient is being closely monitored and no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was concern with the estimated longevity of this pacemaker, as the remaining longevity was at 13.5 year in early 2019 and now it is at 5 years remaining. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. Besides anxiety due to the potential risk of a premature surgical procedure, there were no adverse patient effects or patient complications reported. Information later received from the field indicates this device remains implanted, and the patient is being closely monitored via the latitude remote patient monitoring system. As such, there are no current plans to surgically intervene.

Event description:
It was reported that there was concern with the estimated longevity of this pacemaker, as the remaining longevity was at 13.5 year in early 2019 and now it is at 5 years remaining. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. Besides anxiety due to the potential risk of a premature surgical procedure, there were no adverse patient effects or patient complications reported. Information later received from the field indicates this device remains implanted, and the patient is being closely monitored via the latitude remote patient monitoring system. As such, there are no current plans to surgically intervene. Additional information: the patient underwent a revision procedure, and this device was explanted and replaced. No additional adverse patient effects were reported. Device return is expected.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As this patient is being closely monitored and no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Update: at this time, the product has not been returned. If the product is returned, analysis will be performed and a supplemental report will be issued. Device analysis results: upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that there was concern with the estimated longevity of this pacemaker, as the remaining longevity was at 13.5 year in early 2019 and now it is at 5 years remaining. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. Besides anxiety due to the potential risk of a premature surgical procedure, there were no adverse patient effects or patient complications reported. Information later received from the field indicates this device remains implanted, and the patient is being closely monitored via the latitude remote patient monitoring system. As such, there are no current plans to surgically intervene. Additional information: the patient underwent a revision procedure, and this device was explanted and replaced. No additional adverse patient effects were reported. Device return is expected.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As this patient is being closely monitored and no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Update: at this time, the product has not been returned. If the product is returned, analysis will be performed and a supplemental report will be issued.